Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to patient non-compliance resulting in loss of alignment. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient walked after surgery. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to the loss of alignment, however based on available information patient non-compliance likely contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2024-00098.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024, due to patient non-compliance resulting in loss of alignment. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.